Manufacturer narrative:
The serial number was requested but not provided. Therefore it is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has worsening dementia and had disconnected the white power lead from patient cable. The patient's wife complained that the alarm was not loud enough for the nurses to hear at the nurse's station. Log file analysis observed no unusual events and all power cable disconnect events were related to power source changes. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller alarms not being loud enough was not confirmed as the controller was not returned for evaluation. Technical services noted that it is possible that the speaker could have dirt inside minimizing the volume and recommended inspecting the speakers for dirt build-up. Multiple requests for additional information were made to obtain the serial number of the controller and to determine if the speakers were blocked or had any dirt build-up; however, no response was received. The submitted log file contained approximately 53 days of data ((B)(6) 2019 ¿ (B)(6) 2020 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.